Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that biomet bone cement 2x40g reference: 3035890022, lot number: a709ea3102, were manufactured on 03 november 2017 according to the pre-defined specifications of biomet france. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. The event was detected before the surgery.

Event description:
It was reported that the inner package leaked. The event was detected before the surgery. No known adverse event was reported. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, g4, h2, h7, h10. The product analysis can't be performed as the product was not returned.the event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 2x40g reference 3035890022, lot number a709ea3102, were manufactured on 03 november 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No similar complaint has been recorded for biomet bone cement 2x40 g, batch a709ea3102 within one year. According to the available data, the most probable root cause could be a packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.